Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that something turned their therapy off. They couldn't go upstairs, couldn't get out of bed and had terrible pain in right leg. They thought maybe they needed to charge so they went home and charged it but that didn't help. They went to the hospital to meet with the doctor who was able to turn therapy back on again. They immediately felt better once therapy was turned back on. They stated it is unknown if the hcp could provide additional information on how the therapy off turned off; they were speculating that maybe a strong magnet switched it off. They think it was a grocery store with a strong anti-theft screener. The issue was resolved but they don't know what caused it.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator therapy was turned off, resulting in the patient experiencing 2-3 days of distress and discomfort due to the cessation of therapy. The patient attended an appointment with a neurologist, where it was confirmed that the therapy was off at the time of the visit. It was uncertain whether therapy was restored during the appointment. No patient complications have been reported as a result of this event.